Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced restenosis. In 2001 the patient had a unknown taxus stent implanted in the left anterior descending artery (lad) as treatment for restenosis of an previously placed unknown stent. (B)(6) 2008- the patient had in stent restenosis of the previously placed stent in 2001 which was treated with percutaneous transluminal coronary angioplasty (ptca).

Manufacturer narrative:
(B)(6). If implanted, give date: 2001. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).